Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) had stopped pumping. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions, event site name: new york presbyterian hosp-columbia a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found device alarm logs recorded ¿iab catheter restriction¿ and ¿gas loss in iab circuit¿ alarms. No fault found when exercising iabp on a test catheter and patient simulator. During service it was discovered the safety disk, tidal volume disk, pressure/vacuum filters and scroll compressor were due for replacement. All were changed out. All manifolds test, the drive manifold test failed for both pressure and vacuum. The drive manifold assembly was replaced. All functional and safety checks to meet factory specifications performed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions, investigation findings).